Event description:
On august 16, 2006, the lay user/patient contacted lifescan alleging that her ultra soft lancing device had broken threads. The issue first occurred on a friday, when she attempted to test her blood glucose level. Due to the issue, the patient was unable to test friday evening and for the next few days. The patient's testing frequency consisted of four times daily, at 8:30 am before breakfast, at 12:30 before lunch, at 5 pm before dinner, and at 11:30 pm before bedtime. As a result of not being able to test, the patient started administering less insulin, which she considered to be "silly". She started taking 26 units of insulin at breakfast, lunch, and dinner, as opposed to 34 units at breakfast, 28 units at lunch, and 34 units at dinner. The patient took the precaution, as she was afraid of administering too much insulin and suffering hypoglycemic episodes whilst looking after her grandchildren. During this time, the patient reported developing symptoms of nausea. She administered self-care by taking insulin (dose not specified). Six days earlier, the patient saw her nurse for a routine check. A lab result of 10.0 mmol/l (converts to 180 mg/dl) was obtained. Since the nurse wanted the patient's blood glucose levels ranging between 7.0 and 9.0 mmol/l, she recommended 44 units of insulin before breakfast and 44 units before dinner. The patient contacted her nurse and received a replacement-lancing device. Since resuming testing, her blood glucose results have ranged around 14.1 and 14.6 mmol/l (254 mg/dl/ 263 mg/dl). The nurse continues to monitor patient's condition to stabilize her results. This complaint is an adverse event due to the following conclusion: the pt was unable to test due to the lancing device issue and had decreased her insulin doses to avoid a potential hypoglycemic episode. She later developed sympstoms and was found to have bg's of 10.0 mmol/l to 14.6 mmol/l.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.